Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility; however, field evaluation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the surgeon console (sc) high resolution stereo viewer (hrsv) lost image. The user was unable to specify further information regarding this issue and how it was resolved. It was further reported that the procedure was completed. No known impact or patient consequence reported.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
(B)(4) - isi followed up and obtained additional and corrected information from distributor representative stating that the issue occurred during system check, before starting the da vinci-assisted surgical procedure. There was no patient involvement - no anesthesia was administered and no surgical ports were placed on the patient. Troubleshooting was attempted by performing a system power cycle; however, this did not resolve the issue. The user made a decision to abort the planned procedure. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Review of the system logs identified non-recoverable error code 25319 related to a communication issue due to a suspect system video processor (s5vp) board. During field evaluation, the s5vp board illuminated a red led indicating that it was defective. After replacement of the s5vp board, the system was tested, operated without error and good image was confirmed on both high resolution stereo viewer (hrsv) eyes. The system was verified as ready for use. Based on the additional information received, this is deemed as a non-reportable event and the initial MDR report is being retracted. This is not a system down as the issue occurred prior to the start of a da vinci surgical procedure. It was confirmed that there was no patient involvement, mitigating any potential harm.

Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the replaced system video processor (s5vp) board involved with this complaint and completed the device evaluation. Failure analysis of the s5vp board with an in-house system found no issue. The reported event was not reproduced. The test system passed the video test upon initialization. The system operated with 10 power cycles, sat idle for 1 hour with no error or video issue. Based on the result of the failure analysis investigation of the returned system video processor (s5vp) board, the complaint remains a non-reportable event. Fa investigation found no issue with the returned part.

Event description:
Refer toadditional for follow-up information.